Event description:
On opening the iol blister it was noticed that the haptic was damaged or deformed. The lens was not used and an alternative lens was implanted. Rayner has requested the return of the lens in question from the surgeon.

Manufacturer narrative:
Photographs of the lens have been sent to us. It is not possible to determine from the photographs whether the haptic is damaged, deformed or twisted. Consequently it is not possible to draw any inferences regarding how or when the damage/deformation occurred. Examination on return of the device will allow this determination to be made. Rayner has not received any other complaints relating to batch 110e16999. (B)(4). This product is sold in the united states.